Manufacturer narrative:
The product was not returned, therefore, no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that approximately one year and one month following the implant of this 18 mm transcatheter pulmonary bioprosthetic valve, the valve was explanted due to stent fractures and stenosis. A 90 mmhg gradient was reported. The valve was replaced with a 26 mm non-medtronic pulmonary homograft conduit. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.